Manufacturer narrative:
(B)(4).

Event description:
The customer reports having had cataract surgery with implantation of a crystalens iol in the right eye. Two months postoperatively, she began experiencing blurry vision and halos along with eye irritation. At a postoperative visit, her eye care specialist observed that a suture was protruding out of her eye causing irritation to the inside of the eyelid. The suture was removed. The pt continues to experience pain and seeing halos at night. She has discussed her vision concerns with her eye care specialist but no issues with the iol or its placement could be identified. Additional info has been requested.